Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that due to an alleged break, the power supply of the five pcu modules will be replaced. There was no reported patient involvement.